Event description:
The trailing haptic bent during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See mdr1920664-2007-01308 for the intraocular lens used with this delivery device.